Event description:
Philips received a complaint on the heartstart mrx device indicating that the display is "abnormal." There was no patient involvement.

Event description:
This report was initially stated as there was no patient involvement, however, additional details received by good faith effort clarified the patient died. Philips received a complaint on the heartstart mrx device indicating that the display was abnormal. It was reported the device was used on a deceased patient who had been dead for 30 minutes.

Manufacturer narrative:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. The equipment has been out of the maintenance period and there is no on-site service assessment. The equipment can perform defibrillation normally and there is no equipment failure. All functions of the equipment are normal. Based on the information available and the testing conducted, the cause of the reported problem was not found. The reported problem was not confirmed. The rse determined that the reported issue was not found, and the device was working fine. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened. Patient outcome grid = death.